Event description:
It was reported that a pump required the door to be repaired. No patient injury was reported.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed that the pump alarmed for a door not fully latched alarm. The door alarm was caused by a failed upper aux which has been replaced. This alarm is consistent with the door issue reported by the customer.